Event description:
The complainant has reported that a pt underwent a therapeutic procedure for placement of an enteral stent. The complainant was unable to provide the date of the procedure. The sheath detached from the wallflex enteral stent as it was being deployed. No component detached within the pt anatomy. The pt anatomy was not tortuous. Another stent was utilized to successfully complete the procedure. The pt did not sustain any reported complications or ill effect as a result of the sheath detachment. The pt condition is noted as 'ok'. There is no further info available at this time.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unk. This device has not been rec'd by this MFR. An eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.